Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1. 88 mg/dl, 136 mg/dl, 300 mg/dl, 74 mg/dl 2. 241 mg/dl, 187 mg/dl, 149 mg/dl, 414 mg/dl customer was using 2 different strip vials at the time of the comparisons and was unsure which vial was used for each result. No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).